Event description:
Ta stapler not firing x2 intra-operatively - doctor proceeded without use, did not request a replacement to be opened to the field. Ref # ta6035s, lot #p4j1147, product not delivered to materials due to condition of device (covered in stool).